Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was implanted as part of a scheduled device replacement procedure for normal battery depletion. The shock impedance measurement prior to device replacement was noted to be 185 ohms and after this new crt-d device was connected to the existing right ventricular (rv) lead, the shock impedance measurement was noted to be 147 ohms. Both measurements are high and out of range. The boston scientific representative stated that when the pocket was opened, there was a lot of calcification in the pocket. The representative asked if cleaning the pocket would have caused the decrease in shock impedance measurements. Boston scientific technical services (ts) indicated that with both cleaning the pocket and the new device implant, a decrease in shock impedance would be expected. The device remains in-service. No adverse patient effects were reported.